Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and found to function properly with no signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient, alleging there is a keypad issue. The patient noticed the arrows button is responding intermittently over the past couple of weeks. At the time of concern, the patient reportedly had occasional blood glucose reading in the 300-345 mg/dl with moderate increase in thirst and urination. The patient was able to take more insulin to manage his diabetes and continues on insulin pump therapy. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. The reported complaint did not hinder the patient from taking his dose of insulin. The patient¿s condition did not meet animas criteria of a serious injury. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.